Manufacturer narrative:
The reported event is unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter. Received one (1) used 2-way catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. Flushed the drainage lumen with d.I. Water with no leaks noted. The inflation cap was also removed to see any defects under the cap. There were no defects or tears under the inflation cap. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the foley catheter during the pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that no abnormalities were detected throughout the catheter. They cut the inlet tube and the bag. The company-made syringe was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter during the pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that no abnormalities were detected throughout the catheter. They cut the inlet tube and the bag. The company-made syringe was discarded.